Event description:
It was reported that the left ventricular (lv) lead dislodged post implant. The lv was removed and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead: (B)(6) 2014. A 6935m55 lead: (B)(6) 2014. (B)(4).